Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. The root cause cannot be identified at this time. (B)(4).

Event description:
A pharmacist reported that the haptic of an intraocular lens (iol) was noted to be broken after implantation in the eye. It was further indicated that there was a pose failure of the lens. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
It is unclear if the lens remains implanted or not.